Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " not been feeling well today and he knows his battery is due for replacement soon ". The patient also states " checked their pulse and it reads seventy, normally their implantable pulse generator (ipg) is set to at least ninety ". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.